Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted due to the lack of the device sample. The complaint sample was never returned to teleflex for investigation. Root cause of the incident cannot be determined, the complaint cannot be confirmed. No corrective/preventative actions assigned. No further action required.

Event description:
The customer alleges that the light source is flickering and in some cases fading to complete darkness. No patient injury.